Event description:
It was reported that the patient passed away. The cause of death is unknown. The outcome was not considered device or therapy related. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
A1-a4: patient information was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Due to patient privacy laws the customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.